Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the customer's settings needed to be adjusted and the customer was in communication with a healthcare provider regarding the settings. Bg was addressed with juice and a paramedic provided treatment; however, the customer could not provide specific treatment received. Customer was not hospitalized.